Event description:
It was reported that a signal artifact monitor (sam) episode was observed for the pacemaker and right atrial (ra) lead resulting in the minute ventilation (mv) feature of the device being switched. This occurred around the implant of this pacemaker. At the lead check the ring to device configuration pace impedance measurements were less than 200 ohms with the other configurations within normal range. No oversensing was observed and the mv feature was on. Technical services (ts) noted the diagnostics are ok end to continue to monitor. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).